Event description:
Globus medical inc. Received notification from a representative, via a company processing/evaluation form, that a globus manufactured spacer had collapsed after implantation. The patient underwent spinal surgery in 2008 and received the xpand spacer implant. It was observed on the 2 month follow up x-rays that the implanted spacer had "decreased in height." Inspection of the x-rays revealed that a revision was necessary. Revision surgery was performed approx two months later, and the doctor re-expanded the cage and engaged the lock screw. Globus medical inc. Was notified of the complaint three days later; however, the implant was not expanded.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review was conducted of all applicable material records, manufacturing records, storage records, and distribution records. Additionally, a cause and effect analysis and fmea was performed. All records revealed the product was manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. Based on a record review and all available information, it is determined the xpand spacer large 25x32 4/4º 39-41mme design conforms to all applicable standards and there was no deviation in the manufacture process. There is no indication that the collapse was a result of product defect or malfunction.